Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that patient experienced elevated blood glucose (bg) over 30 mmol/l with extreme drowsiness, extreme thirst, muscle weakness, fatigue and feeling ill associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: a review of the pump histories showed the last basal delivery was on 28-feb-2018. The last bolus delivered was a 6.0 unit ezcarb normal on (B)(6) 2018. The basal history for (B)(6) 2018 appeared to be inaccurate with the current basal program due to the user manually changing the basal unit/hour amounts on (B)(6) 2018. A basal edit not saved recorded on (B)(6) 2018 indicated the user attempted to edit the basal rate but did not select save. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There was no defect found. The complaint of a history settings issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Correction to sentence in the narrative: the complaint of a history settings issue was not duplicated during investigation.